Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured a loss of power to the mobile power unit (mpu) on 29apr2024. The system was supported by the system controller's backup battery (ebb) at the time of the event until external power was restored. There were no other unusual events captured.

Manufacturer narrative:
Section d1: corrected. Section d4: catalog number corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the heartmate mobile power unit (serial number unknown) was evaluated following the reported event of a loss of power to the mobile power unit (mpu). A review of the event log file contained data spanning approximately 8 days (23apr2024 ¿ 30apr2024 per timestamp). On 29apr2024 at 22:39:33, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into no external power at 22:39:38. The event resolved at 22:39:43 once external power was restored to the mpu. The backup battery was able to provide support to the system as intended. Pump operation was not affected. Per the provided information, the root cause of the reported event was determined to be the patient¿s power going out. The reported event could not be correlated to an issue with the mobile power unit. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event log files captured a loss of power to the mobile power unit (mpu) on 29apr2024 due to a power outage. There were no issued noted.